Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/09/2024, a sales representative via (B)(4) reported that an abs-10062k-th8ota 8g open tip aspiration kit had an issue. The vortex needle angel kit was going to be used for a bmac harvest, and angel spin, but the cassette would not fit into the angel separation chamber as if the plastic was too thick for the actual centrifuge. The surgeon opted to forgo a harvest since they could not spin the bmac. The case was completed successfully by not spinning the bmac and proceeding with the iobp and labral reconstruction. This was discovered during an r. Hip iobp, labral reconstruction, and capsular reconstruction procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 7/17/2024: no images were taken of the complaint device. The plastic of the disposable cassette was too thick to be inserted into the angel machine. There was no case delay. The surgeon opted to proceed without harvesting and spinning the bmac because he wanted to avoid delays. This was an actual surgical procedure, and the patient was under anesthesia. The patient did not experience adverse effects due to the issue.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.